Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Downstream occlusion alarms were confirmed. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.